Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen with conce ntration 2000.0 mcg/ml at a dose rate of 199.9 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient stated their pump alarmed "every minute for 1 hour" and then stopped alarming. The patient did not become symptomatic but believed the sound came from their pump. It was confirmed that the pump logs showed no abnormalities, and it was mentioned this goes all the way back to april 2020 when the patient had a MRI (magnetic resonance imaging).  The pump did stall and recover within 2 hours of the MRI, but all other logs only show programming step (normal at refills.)  At the time of the report technical services had the company representative play the alarms for the patient and the patient confirmed that this was not the sound they were hearing. Technical services encouraged patient to look around their house for anything that could be making the sound they were hearing. Additional information was received from a health care professional via a manufacturer representative on 2021-jun-24. It was reported that the cause of the alarm issue was not determined. The alarm had not reoccurred and the issue was resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.